Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the infection with staphylococcus occurred in the pocket site. The implantable pulse generator (ipg) system was explanted, cultures were made and the treatment with antibiotics was necessary. It was reported that the cultures results were negative. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.